Event description:
The foley had a filter that leaked urine. A new urimeter was opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for urimeter, (brand not provided) (per site reporter). The product discarded at manufacturer's request. A replacement product was received.